Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the pump was not returned for evaluation. The reported high power event was confirmed via review of the controller log files which revealed an increase in power consumption and estimated flow beginning (B)(6) 2017 to parameters above normal operating range. 46 high watt alarms have been logged since (B)(6) 2017. Additionally, 5 low flow alarms were logged on (B)(6) 2017. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the historical review of similar high power events, the most likely root cause of the high power event may be attributed to external factors such as thrombus formation/ingestion. Based on risk documentation, possible root causes of the low flow alarms may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a rise in power consumption and was operating outside of normal range. The ventricular assist device (vad) remains in use. No patient complications have been reported as a result of this event.